Manufacturer narrative:
It was reported to abbott that the physician accidentally damaged the dbs extension during another procedure. The physician explanted and replaced the extension to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
Attempts were made to obtain complete patient information. Additional information was not provided.

Event description:
It was reported that the physician accidentally damaged the dbs extension during another procedure. The physician explanted and replaced the extension to address the issue.